Manufacturer narrative:
Device not available.

Event description:
On (B)(6) 2018 a percival pvs25 was implanted. A paravalvular leak was noted and the valve was explanted intra-operatively. A percival pvs27 was then implanted.

Manufacturer narrative:
Since the device was not available for return, investigation was limited to the review of device history record review. The manufacturing and material records for the perceval heart valve, model #icv1210 , s/n # (B)(4) as they pertain to the reported event, were retrieved and reviewed by quality engineering at (B)(4). The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1210) perceval heart valve at the time of manufacture and release. Based on the document review performed, no manufacturing deficiencies were identified. However, as the valve was not available for analysis, no further investigation can be performed and the root cause of the event cannot be determined. Device not available for return.